Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿dark¿ image. The subject device was inspected, and the issue was not confirmed. However, no image was discovered. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the ¿dark¿ image was not reproduced. The no image issue was due to a faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image on the subject device was dark. The issue occurred during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the image on the subject device was dark. The issue occurred during preparation prior to sedation. There were no reports of patient harm.